Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. No product or data were provided for evaluation. The reported loss of connection could not be confirmed. A root cause could not be determined. Additionally, the patient stated that the "signal loss" was a sensor related issue. The sensor was insertion site and date was not provided. No medical intervention was reported. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).